Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD)  experienced unexpected longevity. It was noted that the patient works in an MRI center and says their device "tones about 50-100 times per day". The ICD currently remains in use. No patient complications have been reported as a result of this event.